Event description:
It was reported that removal difficulties occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced along with the non-boston scientific (bsc) guidewire. Pre-dilation was performed at less than 20 atmospheres. However, during removal, the device was stuck with the non-bsc wire. Eventually the device was removed and replaced with another of same device and the procedure was completed. There were no patient complications nor injuries reported.